Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified; the weight the device within specification, creases fold, deformation and white particles in the shell. Cloudy in the gel was observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Creases were observed but have no relationship with manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown and "any creases". Device has been explanted.